Event description:
The customer reported a leak when using the coulter lh 780 hematology analyzer. The analyzer was also generating an error condition of vote-outs (non-numeric results) for the white blood cell parameter when the leak was identified. The leak was described as approximately 10 ml of a bluish colored liquid, that was not contained within the analyzer. The source of the leak was not determined by the customer. The leak did not appear to affect sample or reagent integrity, and there was no evidence of cross-contamination. The system was stopped to avoid impact on electrical or optical performance of the instrument. The customer reported that no sample results were affected. Samples were repeated on a backup analyzer and the results appeared to correlate. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing a lab coat and gloves at the time of the incident. There was no report of biohazard exposure to mucous membranes or open wounds. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found the tubing from the center of the blood sampling valve (bsv) was disconnected. He reattached the tubing at the bsv and the instrument ran without any leaks. The repairs were verified per established procedures. (B)(4).